Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient¿s pd effluent culture resulted positive for staphylococcus epidermidis and the patient was diagnosed with peritonitis. The source of peritonitis was due to touch contamination. The patient was not hospitalized for the event of peritonitis. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation or indication that the liberty cycler set caused or contributed to the adverse event. Additionally, there have been no reported allegations nor is there any documentation that indicates a liberty cycler set malfunction caused or contributed to this peritonitis event. The peritoneal dialysis registered nurse (pdrn) attributed the event to touch contamination. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.